Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 96 mg/dl. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump alarmed motor error during the basic occlusion test due to force sensor resistor damage by moisture. Unable to verify other error alarms due to the motor error alarm. The motor assembly was found with corrosion traces. Unable to test the motor outside the device due to corrosion. No cosmetic damage noted.